Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No unexpected audio or button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error and the buttons became unresponsive. The customer did not know the blood glucose reading. The customer reported that the insulin pump was worn in the bra where it was hot. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.